Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen function was intermittent. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen function was intermittent after touchscreen calibration was performed and passed. The remote service engineer (rse) advised the customer to replace the touchscreen and provided the customer with the part number of the touchscreen to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the touchscreen function was intermittent after touchscreen calibration was performed and passed. The remote service engineer (rse) advised the customer to replace the touchscreen and provided the customer with the part number of the touchscreen to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.